Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk. Item # unk, hip-unknown-cups-unk, lot #unk. Item # unk, hip-unknown-liners-unk, lot #unk. Waterson, h.b., whitehouse, m.r., greidanus, n.v., garbuz, d.s., masri, b.a., duncan, c.p., (2018). Revision for adverse local tissue reaction following metal-on-polyethylene total hip arthroplasty is associated with a high risk of early major complications, 100-b:720¿4. The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-05191, 0001822565-2018-05192, 0001822565-2018-05193.

Event description:
It was reported that post revision for armd and trunnionosis, the patient developed a femoral arterial thrombosis. This occurred following exposure to the iliofemoral due to resection of a massive pseudotumor that was located in the thigh and pelvis. The femoral thrombosis was identified in the recovery room and managed by invasive procedure, thrombectomy. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.